Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during follow-up in clinic, no sensing and failure to capture was observed. On x-ray, lv lead was found to be dislodged. The patient was recently treated for cardiac arrest. Lead was explanted and replaced without any complications. Patient was fine.